Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found an anomalous capacitor on the hybrid.

Event description:
This report is to advise of an event observed during analysis.